Manufacturer narrative:
The bild2 reagent lot number was 79193501 with an expiration date of 30-jun-2025. The field service engineer detected and corrected the poor washing of the sample probe (a smaller volume from the wash station to the pipette was dispensed); and misaligned sample probe washing position (causing possible contamination by carryover). Precision studies and replication tests using patient samples were performed with acceptable results. He also noted that the sample tubes were incorrectly centrifuged causing the serum separator gel to remain in an oblique position, causing the sample probe to touch the separator gel. The investigation determined that: the calibration trace did not show any abnormality. The water quality was acceptable. The supernatant of the patient sample showed a fibrin strand. The sample probe was showing white debris. The qc was running higher than the target value but stable. The analyzer data showed several abnormal aspiration alarms per day. The event was due to a low sample probe wash volume, misalignment of the probe in the wash station, and a pre-analytical issue (incorrect centrifugation). Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with bilirubin direct gen.2 (bild2) assay on a cobas c503 analytical unit. Initial result: 1.61 mg/dl. The customer questioned the initial result as other samples showed similar results. For confirmation purposes, the customer repeated the sample. Repeat result: 0.163 mg/dl.